Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had an inaccurately delivery issue. The patient contacted anm and reported having 2 consecutive high blood glucose (bg) levels. The patient indicated that she had bg's intermittently in the "300's" mg/dl for the previous 3 days. She did not report any symptoms. The patient mentioned however that about a month earlier, she had visited her health care provider (hcp) and her basal rates were lowered. Through troubleshooting, the anm representative involved in this contact noted that no issues were found with the pump. The pump's histories were reviewed and no discrepancies were found. The pump's advanced features were reportedly programmed as desired. The patient denied having any changes in diet/weight, activity level, or medications. She also denied having any site issues. The patient was advised to contact her health care provider (hcp) to discuss diabetes management. The pump was replaced as a precaution. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an insulin delivery issue. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate the compliant during the investigation. No defect was found. Review of the daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. There were no alarms or errors related to the complaint recorded in black box or alarm history, only typical usage alarms and warnings were observed. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.